Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated ad it was determined that the reported condition that the device was damaged was confirmed. An assessment was performed which found that the craniotome leg was bent, and the bearing was corroded. It was further determined that the device failed pretest for visual assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was damaged. During in-house engineering evaluation it was observed that the craniotome leg had bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.